Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 2 of 14. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus and evaluated, and the reported connecting tube unable to connect in the reprocessing basin was confirmed. The breakage of the tube was caused by external stress, from the user applying force in an incorrect direction. The event can be detected/prevented by following the instructions for use which state: ¿labeling. Irregularity is detectable by performing the following inspection. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿. Olympus will continue to monitor field performance for this device.